Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the product is not an implantable device. If explanted, give date: not applicable, as the product is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there might have been a film on a 1mtec30, which caused the lens to get stuck. The film may have transferred to the lens causing it to get stuck. Reportedly, this was during handling, prior to insertion, and there was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/24/2017. Device returned to manufacturer? Yes. The actual complaint product was not returned. However, six new cartridges were received in the original box and cartridge trays. The cartridges were received sealed and unused. The cartridges were visually inspected. No defect was detected. The reported issue could not verified as the complaint product was not received. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.